Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was at home at the time of the event and had difficulty remembering event details. After the sensor failure she experienced a hypoglycemic event went into a ¿diabetic coma¿ due to the hypoglycemia. She regained consciousness and was shivering and wet. She drank orange juice to stabilize her blood glucose level. She put on warm clothes and used a heating pad to get warm. Her husband was present, and after drinking the orange juice her blood sugar rose to above 300 mg/dl. She did not contact emergency medical services (ems) or obtain medical intervention. After the event she recovered and remained at home. At the time of the report, the patient was doing fine. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.